Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The explanted valve was not returned to edwards lifesciences for evaluation. Medical records review revealed the patient presented with shortness of breath and aortic stenosis with mixed mitral stenosis and regurgitation. A 23mm sapien 3 valve was implanted in the aortic position. Post procedure, the patient reported ¿he has not had any relief of his symptoms¿. One year post valve implant, the patient reported no relief of symptoms (shortness of breath, fatigue and orthopnea). The sapien 3 valve was explanted and a surgical valve was implanted. The mitral valve was also replaced, and the tricuspid valve was repaired. Intraoperatively, the patient had biventricular dysfunction, profound vasoplegia requiring peripheral ECMO. The hospital course also included cardiogenic shock requiring inotropic support, mechanical ventilation, liver failure, gt feedings, acute kidney injury, uti with cultures positive for pseudomonas. Following discussion with the family of the patient¿s condition, the decision was made to change the code to dnr/dni. Postmortem immediate cause of death was due to acute liver failure due to coagulopathy and heart valve disease. Other significant conditions contributing to the patient death were heart failure, respiratory failure and renal failure. Per the IFU and training manuals: incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. According to literature review, prosthesis¿patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient¿s body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve-in-valve procedure with fracturing of the surgical valve stent. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper assessment of patient¿s anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter/failing surgical valve ¿trueid¿, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the event could not be determined; however, there was no indication of a valve dysfunction. It is possible that ppm may have contributed to the lack of symptom resolution and subsequent explant of the sapien 3 valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, a 23mm sapien 3 valve implanted in the aortic position, was explanted approximately 1 year post implant. The reason for the explant was not provided. No further information is available at this time.